Manufacturer narrative:
Pulseless electrical activity (pea) occurs when a major cardiovascular, respiratory, or metabolic event results in the inability of cardiac muscle to generate sufficient force in response to electrical depolarization. Pea is caused by a profound cardiovascular insult. Examples include severe prolonged hypoxia or acidosis, extreme hypovolemia, flow-restricting pulmonary embolus, cardiac tamponade, thrombosis (coronary or pulmonary). Pea events may be related to an edwards device, for example, if it is associated to cardiac tamponade, annular rupture, or other edwards device related bleed. In this case, the exact cause of the pea arrest cannot be determined, as an autopsy was not performed; however there is no indication that there was a malfunction of the device.

Event description:
The patient had passed away three days post procedure due to "likely pea arrest, was doing so fine for 3 days and then suddenly. Fifty min CPR couldn't get him back" there was no echo done prior to CPR. The post CPR echo showed that the valve was still in place and maintained its circularity despite 50 min of CPR. There will be no autopsy. No exact cause of death can be determined other than electromechanical dysfunction which can have many causes.